Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed no delivery alarms and changed the infusion set multiple times. It was stated that the customer experienced diabetes ketoacidosis and her nurse assisted her to get better. It was stated that the customer has been wearing the infusion set for three days. The customer was advised to change the infusion set every two to three days. Troubleshooting was performed. Ran a fixed prime test and the insulin came out. No further info was provided.